Event description:
Reported by attorney. Plaintiff claims to have suffered serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis, urinary incontinence, additional surgery and other injuries similar to the ones described in the FDA's public health notification of (B)(6) 2008 and (B)(6) 2011.